Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test and off no power test. No failed battery alarm and no weak battery alarm noted. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported receiving a failed battery test on the insulin pump. Customer stated that there was no damage or corrosion present to the battery cap or compartment of the insulin pump. Blood glucose level was 212 mg/dl at the time of the call. No further information was provided.